Event description:
The hospital reported that during an endoscopic vein harvesting procedure and during initial tunnel dissection, it was noted that the tip of the conical tip dissector on the vasoview hemopro endoscopic vessel harvesting system came dislodged. The piece was retrieved through the original incision at the knee with no other pt effects reported and no additional incisions required. There was no harm or injury to the pt. A new kit was used and the case was successfully completed. All pieces of the conical tip were recovered and will be returned.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the reported lot number, and there were no non-conformities which could have contributed to the reported failure mode. (B)(4).